Event description:
As reported by the end user, during preparation for a procedure, the technician noted air bubbles entering into the fluid management system via the closed system attached to the center port of the manifold. The defective device was replaced and the procedure was completed with another of the same device. As the air was noted during prep, there was no contact with the patient; hence there was no harm to the patient.

Manufacturer narrative:
It was stated that the used device was disposed of by the end user. Without receiving the reported defective device for evaluation, we are unable to definitively determine a root cause for this incident. The most probable root cause for this incident may be loose connections between the components. The direction for use (dfu), which is supplied to the end user with this product contains a statement; "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection. Do not use if package is opened or damaged." A review of the device history records was performed for the indicated packaging and component lots for any deviation related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the november 2009 navilyst medical complaint report noted no trend for the reported failure mode and product family. (B)(4).